Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous tibialis anterior artery. The opticross 18 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, while delivering the ivus catheter down the wire into the target lesion, the catheter telescope seemed to be wrapped around the wire. Before the pullback and recording could be performed, the image was no longer visible. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath, telescope and the imaging window assembly. Impedance testing revealed no electrical issues with the device. Based on the evidence, the reported events of catheter material twisted and image lost could not be confirmed.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous tibialis anterior artery. The opticross 18 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, while delivering the ivus catheter down the wire into the target lesion, the catheter telescope seemed to be wrapped around the wire. Before the pullback and recording could be performed, the image was no longer visible. The procedure was completed with another of the same device. No patient complications were reported.